Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment for the event, patient hospitalization, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Phone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.